Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from latvia alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The two alleged samples (one for each patient) initially generated a positive result for sars-cov-2 (negative for influenza a & b) when tested on cobas liat. The same samples were retested on a different platform (allplex seegene) and each generated a negative result for sars-cov-2. The positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. According to the data provided and reviewed, the instrument appears to be working well. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver on repeat testing. Also, the difference in technology and sensitivity between the two different tests used may cause that results with one assay to not be reproducible with a different assay. Finally, cross-contamination cannot be ruled out. It is possible that laboratory contamination could cause a low viral load in the sample causing results at lod. Initial reporter facility name truncated due to character limit : (B)(6).